Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for analysis awareness date, and for report type and follow-up number. Updated for follow-up type, for device evaluation status, and for method, result and conclusion codes.

Event description:
Per complaint (B)(4), it was discovered during a post-operative exam that a patient's dental implant failed to osseointegrate. The implant was removed approximately seven months after initial placement. Infection, inflammation, and osteopenia were also reported.